Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in the patient¿s therapy: loss of stimulation. It was stated they had to take the patient to the emergency room (ER) because the patient was shaking like they had been prior to implant. They had performed a CT scan to check the implant and stated nothing was out of place. It was indicated the patient had fallen about 2 weeks ago on their shoulder so it didn¿t hit their implant directly. It was noted that the excessive shaking started about 4 days ago, but then after the consumer mentioned the fall, it was stated they noticed the shaking was getting worse after the fall. The patient was implanted for parkinson¿s dual and movement disorders.